Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast prostheses implantation procedure with unspecified mentor saline breast prostheses and started to get sick. No specific symptoms were detailed. No device issue such as rupture was reported. As a result, the patient underwent bilateral explantation in (B)(6) 2019. It was reported that the patient¿s health improved after explantation. This medwatch report is for the patient¿s right breast prosthesis.